Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 4/13/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: " when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify. All answers above are unknown. Once there is any update, we will update the information".